Event description:
Asr revision; right asr xl acetabular system; reason for revision: component loosening.

Manufacturer narrative:
This investigation remains closed, as the corrected/added information does not change the outcome.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, right asr xl acetabular system, reason for revision: component loosening. Update from (B)(6) email 30th mar 2012: reason for revision. Reason for revision: component loosening (femoral head). Update - marked as legal, added kid number. Taken from (B)(6) email dated 29th july 2014.